Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share logs was performed, and signal loss was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: additional device information - correction. D9: device availability - additional. H2: correction/additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional information.

Event description:
It was reported that signal loss over one hour occurred. No product was provided for evaluation. Data was provided but confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).